Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump screen was scratched and difficult to read. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined troubleshooting and was already in process for obtaining new device, and no additional actions from technical support were documented.